Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an insulin flow blocked alarm. Blood glucose level at the time of the incident was not provided. The caller was unable to troubleshoot at the time of this call. During a follow up call, the customer's mother reported that the insulin pump continued to give insulin flow blocked alarms. Blood glucose level at the time of the call was over 600 mg/dl. During a second follow up call, the customer's father reported that the insulin flow blocked alarms continued. Blood glucose level at the time of the call was over 400 mg/dl. Caller was reporting a past issue and was advised to call back when the issue was occurring to troubleshoot. The insulin pump was not replaced or returned for analysis.